Event description:
The user received an erroneous creatinine result for one pt sample. The initial result was 2.73 mg per dl and was reported. The doctor questioned the result and asked for a repeat. The repeat was done approximately 2 hours later from the same tube and repeated on the same analyzer. The repeat result was 0.96 mg per dl and was sent out as a corrected result. There was no report of the pt receiving medication or any corrective action based against the original result. The field service representative could not determine cause, but did notice the tops of the cuvettes had dried reagent from the reagent probe being misadjusted when dispensing into the cuvettes. He replaced, realigned and performed vertical adjustments on both reagent probes. He increased the outer rinsing flow of all the probes, replaced the cuvettes and performed a cell blank. He verified the proper gear pump pressure, proper cell rinse mechanism operation and cleansed and checked the stirrer heights. He verified the analyzer performance by running calibration, qc and a precision.